Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 03.019.025. Lot number: 52p1984. Manufacturing site: (B)(4). Release to warehouse date: june 10, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the scrdriver f/ml scr ã¿4.5 w/sh (part #: 03.019.025, lot #: 52p1984) was received at us customer quality (cq). Upon visual inspection of the locking_core_kpl, it was noticed that the cap got detached from the locking core shaft at the laser welding point. No other defect was observed. Device failure/defect identified? Yes. Functional test: a functional assessment was not performed with the complaint device due to the post manufacturing damage. Can the complaint be replicated with the returned device? Unable to perform but there was evidence of cap being detached from the locking core shaft. Dimensional inspection: drawing: locking core shaft. Specification: shaft od. Laser welding shaft od. Measured dimensions. Shaft od = conform. Laser welding shaft od = conform. Device used: hand micrometer. Document/specification review: screwdriver / multiloc screw - current and manufactured revisions was reviewed. Locking_core_kpl - current and manufactured revisions were reviewed. Locking core shaft - current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device was returned with its cap being detached from the locking core shaft. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, part of the screwdriver¿s metal handle came off completely. There was no harm done however, screws could not be secured appropriately to the screwdriver. Procedure was completed successfully with no delay. This report is for a screwdriver for 4.5mm titanium (ti) multiloc screws. This is report 1 of 1 for (B)(4).